Event description:
It was reported to philips that while investigating a device charging issue a dpm failure issue had been discovered. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.